Event description:
Customer reported blood glucose results of 220 mg/dl, 128 mg/dl, 225 mg/dl, 118 mg/dl, 169 mg/dl, and 190 mg/dl with 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.